Event description:
Customer reported having skin irritation due to sensor over tape. It was noted that the irritation was pump bumps. Customer also mentioned having low blood glucose readings of 26 mg/dl in the past. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.